Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the reportable event was cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope's circuit board unit in scope connector was found to be dirty. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide correction. Corrected fields: a2, a4, a5, a6, b3, b5, b6, b7, d5, g2, h6. The reported failure was not confirmed. Based on the results of the investigation, a definitive root cause for the reported issue could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope had an error e237. The issue was identified during setup. There were no reports of patient involvement.